Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a loose phaco emulsification tip (phaco tip) during set up for surgery (unknown procedure type). The surgery was completed on same day but it was unknown how it was completed. There was no information about patient impact